Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab) and upon initiating therapy, the console generated a fiber optic sensor failure alarm. The customer was guided to disconnect the fiber optic sensor from the console and to use the transduced inner lumen for an arterial pressure (ap). The team had already connected a transducer and were guided through leveling and zeroing of the ap waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
N/a.